Manufacturer narrative:
(B)(4)

Event description:
It was reported that "syringe leakage." The device was removed. There was no medical intervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for material s-14703-041, lot 71p23d0288 in regard to "ars leak in use/initial insert." Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the non-conformance. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "syringe leakage." The device was removed. There was no medical intervention required. The patient's current condition is reported as "unknown".